Event description:
It was reported that during an arthroscopy, the werewolf flow coblation wand activated even though the hand/foot switch was not pressed. The procedure was completed without a surgical delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
Unique identifier (UDI) was added.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H6: the reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities. The returned wand have wear on the tip of the device, and have saline and debris in the line. Product was out of the original packaging. No packaging returned. A functional evaluation was performed on the returned device and found a wand expired error when plugged into a controller. Using a bypass box both it function as intended. The wand did not activated on its own. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.